Manufacturer narrative:
(B)(4). The device was received in the baxter product analysis lab (pal) operational and in good condition. The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. There were no problems found during an internal inspection of the device. A review of the device logs revealed no anomalies and no drain or ultrafiltration (uf) volumes that meet the iipv (increased intra-peritoneal volume) criteria. No issues were identified during review of the device's service history record. Pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the patient's death. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been returned to the baxter product analysis lab (pal) for evaluation. A follow up report will be submitted upon completion of the evaluation and if additional information received.

Event description:
A customer contacted baxter's technical service center to report a patient death. Per the initial report, the caregiver (cg) reported the home patient (hp) passed away 2 days ago. The cg stated the cause of death was believed to be a massive heart attack. The cg stated the hp had several stints and had lost a leg and foot. The cg stated the hp had several health issues. During a follow up call on (B)(6) 2011 the facility nurse indicated: this was considered a coroner's case because the patient expired at home. She spoke with the medical examiner and was advised there was no evidence of foul play. The patient reportedly experienced a heart attack and expired. No autopsy was performed. The patient reportedly had been advised to have heart surgery and she declined. The nurse indicated there was no evidence that the baxter device or solutions were related to the event. No further information is available.